Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23oct2020.

Event description:
The customer reported nav -ring failure. There was no patient involvement.

Manufacturer narrative:
G4:03mar2021; b4:05mar2021. H10: the product service engineer (pse) was dispatched to the site and confirmed the reported problem. The pse replaced and installed the front bezel to resolve the reported issue. The unit passed required performance verification tests and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.